Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v235412, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they didn't believe the device had been working for the last couple of years. The patient would have an appointment with their health care provider (hcp) on (B)(6) 2015. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No symptoms, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.